Manufacturer narrative:
Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device 30527419m number, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After the afib procedure, during final ultrasound check, a pericardial effusion was diagnosed via intracardiac echocardiography (ice) catheter. A pericardiocentesis was performed by the physician. The patient was transferred to surgery. Pericardiocentesis was performed followed by pericardial window. The physician¿s opinion on the cause of this adverse event was that it was not related to bwi equipment or products. Transeptal location was believed to be the cause. Device evaluation details: on (B)(6) 2022, the complaint device was returned to biosense webster for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all its features. Visual analysis of the returned device revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After the afib procedure, during final ultrasound check, a pericardial effusion was diagnosed via intracardiac echocardiography (ice) catheter. A pericardiocentesis was performed by the physician. The patient was transferred to surgery. Pericardiocentesis was performed followed by pericardial window. There is no further information about if extended hospitalization was required. A transseptal puncture was performed with a baylis nrg needle. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. Irrigated catheter was used in the event and the flow setting: standard smart touch® sf settings. 2 ml/min low flow and 15 ml/min high flow. There were no error messages observed on biosense webster equipment during the procedure. Force visualization features were used: graph, dashboard, vector and visitag. Visitag module was used and the parameters for stability used were: range -3mm, stability time - 3sec, force over time (fot) of 25g and 3 sec; tag size - 3mm with no additional filter used and tag index as a color option. The physician¿s opinion on the cause of this adverse event was that it was not related to bwi equipment or products. Transeptal location was believed to be the cause.